Manufacturer narrative:
Covidien reference: (B)(4). The field support engineer (fse) inspected the ventilator and verified the problem. The fse then replaced the breath delivery unit (bdu) printed circuit board, to resolve the issue.

Event description:
It was reported that a ventilator stopped cycling during patient use. Although requested, it is unknown if the patient was transferred to another ventilator. There was no report of serious injury or death associated with this event.